Manufacturer narrative:
H2/h3/h6: the pcba was returned and analyzed. The component failed bench tests. No 15 vdc was present at tp 7 and no 113 vac was present at tp 24. When power was pplied the fans and leds were flashing in sequence. It was confirmed that the pcba was faulty. Codes 10, 120 and 4307 are applicable. Section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000225 pcba genrtr isol, lot # rev. 2 : s/n (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000860r encl pwr conv rfb, lot # rev. 1 : s/n(B)(4) h2/h3/h6: the enclosure power conversion was returned and failed bench testing. Transistors q28 and q14 failed; they were found to be shorted. It was confirmed to be a faulty power conversion enclosure. Codes 10, 120 and 4307 are applicable. H2/h3/h6: a returned power conversion enclosure passed bench testing. Install into test system c1396. The system booted, motion, x-ray and communication all readied. Multiple 2d and 3d images were successful. No fault found while under test. Codes 10, 213 and 67 are applicable. H2/h3/h6: the power tray was returned. It was verified that the returned fuses in the power tray tested good. They installed the power tray into o2 test system c1396. The system powered on, readied and functioned as expected multiple times. Several 2d and 3d images were successful. No issue powering up or shutting down the system. No problem found while under test. Codes 10, 213 and 67 are applicable. H2/h3/h6: a second power conversion enclosure was returned and passed bench testing. It was installed in o2 test system c1396 . The system readied and booted multiple times. Several 2d and 3d images were performed and were successful. No errors were observed while testing. No problem was found. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000195, s/n: (B)(4), product ID: bi71000176, s/n: (B)(4), product ID: bi71000860, s/n: (B)(4). A medtronic representative went to the site to test the equipment. The issue was confirmed. The system power enclosure and power tray, among several other components, were replaced. The system then passed the system checkout and was found to be fully functional. Analysis of the returned power inclosure and power tray pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) would not initialize. Multiple reboots were attempted, but this did not resolve the issue. There was no patient involved when this issue was discovered.